Event description:
It was reported, that the pump showed the cassette not attached error, during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and tests were performed, and a defective downstream occlusion (dso) sensor was found to be the cause of the issue. The customer's problem was replicated. It was also found that the dso seal was lifting and there was damage to the device's mainboard. The dso sensor/seal and mainboard were replaced to fix the issue.